Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Noise over-sensing that lead to pacing inhibition was also noted on the right ventricular channel. It was unknown if the noise was related to the lead or the device's header. Patient was stable.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient had no consequences and was stable. Further information was requested, but not yet available.